Event description:
A peritoneal dialysis (pd) patient a cycler screen was blank during power up. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys made sound when pressed. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. Replaced cycler due to blank screen.upon follow up, it was confirmed the patient was able to complete treatment. No patient serious injuries were experienced. Patient did not suffer any adverse events and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Valve actuation test passed. System air leak test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. The device history record did reveal issues or problems related to the reported symptom code(s). Front panel display replaced on 08/25/2023. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.